Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The compact flash card was replaced. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit shut down. There was no reported patient injury.